Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a patient via a manufacturer representative. The patient was receiving lioresal at a concentration of 500 mcg/ml with a daily dose of ¿149.9¿ via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that per the patient ¿in holding,¿ the patient went in for a refill on (B)(6) 2017 and they could not access the pump. The hcp manually flipped the pump to fill it. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. No patient symptoms were reported. Surgical intervention occurred on (B)(6) 2017. A pocket revision was performed due to the flipped pump, a mesh pouch was added, and the pump was re-sutured down. The patient¿s medical history was asked, but unknown and the patient¿s concomitant medications were unable to be obtained by the manufacturer. The issue was resolved at the time of the report and the patient¿s status was stated as ¿alive ¿ no injury.¿